Event description:
Report received of an over-delivery of narcotic due to an operator error in programming. According to the customer contact, the doctor had ordered a fentanyl drip of 4mcg/ml to be delivered via bolus 20mcg every 6 minutes as requested by the pt. It was reported that the pharmacy mixed the medication and that two rns programmed the pump. The customer contact reported that the pharmacy mixed the concentration of the fentanyl as 50mcg/ml, but that the rn programmed the pump with a concentration of 4mcg/ml as it was ordered by the md. With the pump programmed for a concentration of 4mcg/ml of fentanyl and the actual concentration being 50mcg/ml, when the pump administrered the requested programmed bolus dose of 20mcg, the pt actually received 250mcg of fentanyl. The nurse was reportedly in the room when the pt self-delivered the first dose of medication at 3:00am, and when rn heard the "beep" indicating that the dose was delivered, rn went to check the pt to see if their control was adequate. It was reported that the pt was "out" and "not breathing". According to the customer contact, the pt was manually ventilated and given an unspecified amount of narcan to reverse the respiratory depression. The pt reportedly "woke up" with no further event reported. The pt was discharged home the following day. The customer contact stated that the event was "human error" in programming the pump. Though requested, there was no further info available.